Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, when the lead was advanced into the vein via a sheath, the outer insulation of the lead was noted to be kinked. The lead was not used and a new lead was implanted. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
The reported event of - lead kinked during implant - was confirmed. As received, a complete lead was returned in one piece with helix in retracted position, clogged with dry body fluid and stylet being stuck near the ring electrode. Additional examinations found the outer insulation was wrinkled and the outer and inner coils were bent in the distal region of the lead consistent with implant process. The damage found was sustained during the surgical procedure. The lead was otherwise normal.